Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm quadrilateral surface plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This order was released to the warehouse on (B)(4) 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon attempted to insert a screw through the 3.5mm quadrilateral surface plate/standard plate and the screw would not go into the plate. Also reported that while additional time of 30 minutes was added to the procedure no other apparent harmful affects were noted or observed and the procedure was successfully completed. This report is 1 of 2 for (B)(4).